Manufacturer narrative:
Health effect code: (B)(4).

Event description:
It was reported that the patient has some cardiac issues and feels the vns is causing pain down her left arm. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Follow-up information was received from the physician indicating that the patient informed him that her EKG showed a possible heart attack. The neurologist did not have access to the patient&#39;s EKG results. The generator has since been disabled. The patient&#39;s referral is only due to the arm pain, which resolved when the vns was disabled. The patient&#39;s pain was associated with stimulation. The intervention is only for patient comfort.